Event description:
A nurse reported that the system turned off by itself during cataract extraction procedure. The system was exchanged and the case was completed following a 20 to 30 minute delay. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
A customer rep examined the system, reseated the internal cables, performed preventive maintenance, then tested the system and found it met all product specifications. No parts replaced, no sample returned for eval, and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).